Event description:
Patient reported she was experiencing all the vgos she has used (5 vgos), the adhesive is not staying attached. The patient stated she would clean the area with alcohol before applying the vgo. The patient stated she would place it on the back of her arm and about an hour later the adhesive would start to lift up.